Event description:
Dr. Placed a new uncuffed fenestrated #6 shiley treacheostomy tube. A few hours later pt developed respiratory distress with eo in 70's. Bagging was not adequate to increase eo. Physician removed tube. Balloon would not inflate during this immediate post-removal period.